Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was 140 mg/dl. A broken force sensor was detected during seating or regular delivery alarm was displayed on the insulin pump screen before critical pump error, troubleshooting was performed for critical pump error. The customer was able to clear the alarm and rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor alarm due to the force sensor flex cable not aligned properly in the connector. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.